Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional(hcp) reported "when pushed the xen®45 gts slider all the way to the end, the bevel did not retract and the stent was stuck to the bevel tip. Hcp retracted the xen implant and reloaded the sten, pushing the bevel back too, but when tried to place again the stent bent completely. Hcp tried to straighten the stent but broke off on the end and 2mm of the stent was left in unknown as it could not be removed." No eye injury reported.